Event description:
It was reported that the patient had known driveline damage with driveline fault alarms on an ungrounded tether cable. The patient came to the emergency room on (B)(6) 2022 with pump stops. It was decided to not restart the pump as the patient's international normalized ratio (inr) was subtherapeutic. Inotropes were initiated. There were no plans for surgical intervention at the time. Log file review indicated extensive wire damage and the pump appeared to have reached the end of it's normal functional use. Log file review noted low speed hazards and low flow hazards and confirmed the driveline faults and pump stop events. No further intervention will be performed since the patient already had two percutaneous lead repairs.

Manufacturer narrative:
Past driveline damage/driveline faults are reported under MFR #'s 2916596-2019-02493, 2916596-2020-02915. 2916596-2021-06058, 2916596-2022-10731. The patient was first placed on an ungrounded cable under MFR # 2916596-2020-02915. The two percutaneous lead repairs are reported under MFR #'s 2916596-2019-02493, 2916596-2022-10731. Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop and driveline fault events. Based on prior complaint experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this behavior could be indicative of an issue with the driveline; however, a specific cause could not be conclusively determined through this evaluation as no product is available for investigation. The submitted log files captured data from (B)(6) 2022 to (B)(6) 2022. Driveline faults were captured throughout the data. The file also captured multiple pump stops on (B)(6) 2022 with corresponding low speed and low flow alarms. The associated voltage levels indicated that the pump stoppage events occurred when the system was powered by both a power module and external batteries. The pump ultimately stopped on (B)(6) 2022 and did not restart. The driveline was disconnected, and the controller was disconnected from external power. It was reported that the pump was not exchanged or explanted. The relevant sections of the device history records for (B)(4) and driveline, serial number (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.